Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer¿s spouse reported via phone call the insulin pump alarmed motor error during priming process. The customer¿s blood glucose level was over 300 mg/dl at the time of call. The customer¿s spouse stated that the drive support cap was normal and that the insulin pump was not exposed to high magnetic fields and was able to complete the rewind process. Displacement test was performed and completed. Customer's spouse also reported that prime anomaly that was resolved by an infusion set change. Customer had a high blood glucose of 405 mg/dl and treated with insulin pump. Customer's spouse declined high blood glucose troubleshooting. The customer¿s spouse was advised to monitor and call back for further assistance. The insulin pump is not expected to return for analysis.